Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited low impedance and the right ventricular lead exhibited loss of capture. On (B)(6) 2019, the leads were explanted and replaced. Patient was stable.